Event description:
Customer reports that while charging their adc device, the charging cable was "heating up" and visible smoke was observed. The customer further reported that he port of the charging dock was melted. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that while charging their adc device, the charging cable was "heating up" and visible smoke was observed. The customer further reported that he port of the charging dock was melted. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on the returned adc charging cable; no issues were observed. Successful testing was performed on the returned adc charging cable. Visual inspection was performed on the returned reader; damage and burns to the reader's universal serial bus (usb) port were observed. Due to damage of the usb port the date and time were unable to be set and the reader could not be downloaded. The customer also returned a third party charging cable. Visual inspection has also been performed on the returned third party charging cable. Burns and melting were observed to the charging cable. The third party cable is damaged on all pins and did not show continuity on any lines. An extended investigation was also conducted. The returned reader was de-cased and visual inspection was performed on the pcba (printed circuit board assembly). The reader's usb port was observed to be severely burned and showed signs of a high heat event which is consistent with an external influence and not as a direct result of the returned reader. The burn damage was isolated to the charging port which is also consistent with an external infuence. The reader battery voltage was measured and was found to be within specification. A power consumption test was performed and was within specification. The current draw on the returned reader was found within specification, which indicates that the reader did not have sufficient power to cause the reported damage. The returned reader was placed under a thermal camera and no hot spots were observed. The charging cable and adapter which is provided by adc produces 2.75 watts of power, which does not produce enough heat to cause the damage observed. Therefore, the issue is not confirmed to use due. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. H4 - device mfg date was incorrectly documented in initial report. The correct h4 - device mfg date has been updated.

Event description:
Customer reports that while charging their adc device, the charging cable was "heating up" and visible smoke was observed. The customer further reported that he port of the charging dock was melted. There was no report of death, serious injury, or mistreatment associated with this event.